Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 400 mg/dl. The bg level was addressed after the customer changed the cartridge and infusion set. The customer indicated that the infusion site has scar tissue and would be reverting to insulin injections to manage diabetes until the infusion site can be discussed with a healthcare provider. As the supplies had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.